Manufacturer narrative:
Additional information: the patient was operated on the next day in emergency after the acute occlusion. The blood flow has been restored though somewhat limited. Wound healing after the operation is delayed and patient might need a skin transplantation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation visual inspection: the everflex entrust was inspected and found the handle assembly was broken apart. The inner assembly was fractured/cut likely by a sharp instrument. The length of the inner assembly segment with the clear luer attached was about 14cm long. Buckling of the inner assembly was observed approximately 2 cm from the distal tip and an approximate 45-degree angle was noted. The catheter shaft was inspected. The stent remained loaded the catheter shaft. All tantalum markers were present. The loaded stent was approximately 10 cm long. The pusher was located at the proximal end of the stent. The catheter shaft showed a bend at approximately 77 cm from the distal tip. The catheter shaft was buckled/twisted at the distal edge of the blue isolation sheath. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted using an everflex entrust self-expanding stent along with a 6fr sheath and two non medtronic guide wires during treatment of the right distal sfa to popliteal with 80 - 100% stenosis. The vessel diameter and lesion length are 5mm and 80mm respectively. The lesion was pre dilated with a non medtronic balloon. The device was prepped per IFU with no issue identified. Resistance was encountered during delivery with no force applied. The device did not pass through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure and lock-pin removed prior to deployment. It was reported that the stent was unable to be deployed. The stent was within the sheath undeployed. Another everflex entrust was then attempted to be used but was also unable to be deployed. It is reported that the crown of the stent struts was "looking out" (it was not indicated by how much). The stent was within the sheath undeployed as well. It was not possible to withdraw the stent system for both stents. The handle needed to be opened manually for both stents. The wire was jammed and only then was it possible to remove it from the patient. Resistance was encountered during removal of the devices. Both devices were safely removed from the patient. Only pta was performed. This was a cross-over technique. The pelvic arteries were quite tortuous and was not easy to place the introducer sheath. The plan was to control the patient after 5 days and eventually try an anregende (stimulating) puncture if the result was not satisfying. Eventually the patient had an early occlusion on the next day, due to a stent was not possible to be placed and not because of the stent being removed and was operated by the vascular surgeon. The same access site was maintained during the entire procedure. There was no vessel damage noted. There was no patient injury reported. When the device was returned to the manufacturing facility, it was noted that the device was damaged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.